Manufacturer narrative:
No device analysis results are available because the device remains implanted. Additional health outcomes of the reported event are hemoptysis and respiratory distress. Per the risk/benefit analysis these risks can be characteristic for patients having a right heart catheterization procedure..a review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
Following successful cardiomems implant procedure the patient experienced hemoptysis. The patient was transferred to a stretcher and their head was elevated. The hemoptysis resolved without further intervention. Xrays were ordered and the physician stated the xray was clear with no abnormalities noted. The patient was kept overnight for observation and was discharged the following day. The physician believes the cause of the hemoptysis was the guidewire.